Event description:
The customer observed falsely elevated architect total b-hcg results for one female patient who was 42 days postpartum. Due to abnormal hcg results, a clinical uterine curettage (d&c) was performed. The patient was getting serial measurements for b-hcg. On (B)(6), the patient¿s blood hcg was tested. The test results were all around 120-130 miu/ml. The patient came to the hospital to draw blood and collect a urine sample. The architect total b-hcg result on (B)(6) 2024 was 122.04 miu/ml (reference range <5 miu/ml is negative), beckman result was negative, urine sample was normal. After using the heterophilic antibody blocking tube, the serum hcg result was still 106 miu/ml. The sample was processed using peg precipitation and yielded a result in the normal range. Due to abnormal hcg results, a clinical uterine curettage surgery (d&c) was performed (exact date unknown).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information added to section b5. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed which adequately addresses the current issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. The discrepant results were not generated for the detection of early pregnancy per the product intended use. In addition, interference was indicated based on peg analysis results. Per product labelling, some potential reasons for consistently elevated hcg are the presence of nonspecific protein binding or hcg-like substances. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A product deficiency was not identified.

Event description:
The customer observed falsely elevated architect total b-hcg results for one female patient who was 42 days postpartum. Due to abnormal hcg results, a clinical uterine curettage (d&c) was performed. The patient was getting serial measurements for b-hcg. On (B)(6), the patient¿s blood hcg was tested. The test results were all around 120-130 miu/ml. The patient came to the hospital to draw blood and collect a urine sample. The architect total b-hcg result on (B)(6) 2024 was 122.04 miu/ml (reference range <5 miu/ml is negative), beckman result was negative, urine sample was normal. After using the heterophilic antibody blocking tube, the serum hcg result was still 106 miu/ml. The sample was processed using peg precipitation and yielded a result in the normal range. Due to abnormal hcg results, a clinical uterine curettage surgery (d&c) was performed (exact date unknown). Update: the patient was reexamined 42 days after delivery, and hcg was a mandatory examination item. This data was used to refer to whether there was residue in the postpartum uterus. The patient is not pregnant. Doctors need to confirm the accuracy of the results, so they review them multiple times in different periods.